Event description:
It was reported that during a MRI guided breast biopsy using pillar and post targeting procedure, no sample retrieved. The customer tried flushing the probe to loosen any tissue, and wasn't able to receive any samples. The customer opened a second kit to complete needed samples. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The account alleged that the foot hi/low has drifted down over night.

Manufacturer narrative:
(B)(4) the mrp08s device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The vacuum feature was also evaluated with no issues noted. The probe was fully functional and conforming to manufacturing requirements. The probe met all functional requirement prior to release for distribution.